Event description:
It was reported that upon removal, the epidural catheter separated into two pieces. The catheter was being removed by the anesthesiologist. The pt was released from the hospital with a portion of the catheter still remaining inside. The clinician determined it was safer to leave the segment in the pt.

Manufacturer narrative:
Device will not be returned for evaluation. A review of the DHR is not possible as the associated lot number was not provided in the report. A follow-up report will be filed if more info becomes available.